Event description:
It was later reported that at the patient's 30-day follow-up appointment, the patient reported having difficulty breathing when lying on his left side that resolved with a position change. The patient reported this began after a device implant procedure about five months earlier. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient went into complete heart block while mapping with the catheter. The patient was ventricularly paced as a result of the heart block and the pacemaker was interrogated and reprogrammed. Following the procedure the patient experienced hypotension with blood pressure in the 90/60 systolic pressure (s), which was note likely due to procedural anesthesia as it increased the patient's sinus rate. The patient had a hypotensive episode that required vasopressor support and was admitted to the critical care unit for further monitoring. Existing hospitalization was prolonged, and medications were temporarily discontinued. A vasopressor drug was was weaned, and guideline-directed medical therapy was gradually re-introduced. The following day it was noted that the patient also experienced some bleeding from the left groin and pain. The computed tomography (CT) scan showed a moderate size left retroperitoneal hematoma. It was further reported that the patient experienced mild acute kidney injury post operatively. The analysis of the patient's blood showed a creatinine increase and the urine electrolytes suggested the cause of the injury was pre-renal. The patient recovered and all the events resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: it was later reported that the device implant procedure five months earlier was for an implantable cardioverter defibrillator (ICD), and the breathing difficulty has not worsened since the patient's ablation procedure. It is surmised that the issue is may be musculoskeletal in nature. The patient has not sought medical care for the issue, and declined a chest x-ray. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the procedure was completed with radiofrequency (rf) and pulsed field ablation.

Manufacturer narrative:
Correction: d3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.